Event description:
A customer reported that pieces of metal were left in the eye after making the incision during cataract surgery with lens implant. Patient harm remains unknown after multiple attempts to obtain additional information.

Manufacturer narrative:
Investigation including root cause analysis is in progress. Since no lot number was provided, a device history record review could not be performed. A sample is expected but has not yet been received. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).